Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient had not notified their doctor about their concerns yet, but had an upcoming appointment on (B)(6) with a new doctor. When asked what were the circumstances that led to the powerful stimulation almost knocking off their leg the patient responded the it was the device. It was set at level 3.0/3.1 when he activated it and it gave him a jolt. Patient stated this should not have happened. Steps taken to resolve the powerful stimulation: he shut the device off and set it to the 1.0/1.2 range. The device is now at 1.0/2.1. The patient did not know the cause of the upper limit screen message being seen. Steps taken to resolve the issue of going to the bathroom more than usual: patient found the device on, got shocked, and dialed it down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was set on program 3 at 3.1v but they noticed they were going to the bathroom more then they should. They also reported taking the programmer out to check the ins and it was overly powerful and about knocked their leg off. During call, patient had access to the programmer and showed stim was on at program 1 1.2v and they felt comfortable stimulation. Also at program 1 at 1.3v, they could feel a palpitation in the butt. They were able to adjust stimulation and changed it to program 2 at 1.1v however saw the upper limit screen. So they changed it to program 3 at 1.0v and tried increasing stimulation but saw the turn your ins on screen then once they turned the ins on, they saw the upper limit screen again. Patient was redirected back to their healthcare professional (hcp) to discuss symptoms and settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported as an update that they met with their health care physician (hcp) on february 11 and that the hcp reset their device. The hcp had no explanation for their jolting. There were no further complications reported/anticipated.